Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the impactor fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. No foreign particle was retained by the patient. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product signs of prior use. The hand has some gouges and pits while the strike plate also has some gouging. The black plastic poly tip was not returned. There is epoxy residue that remains on the threads of the impactor. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause is attributed to use error. Per the comprehensive reverse shoulder system surgical technique, humeral tray and bearing assembly "with two firm strikes of the humeral tray/ bearing impactor (405825 or 110028055), impact the humeral bearing into the humeral tray" and glenosphere orientation/ impaction "with two firm strikes, the concave glenosphere impactor (407280 or 110029132) should be used to engage the glenosphere into the baseplate." The reported event is confirmed as product was returned. However, based on evaluation of the returned product, this complaint no longer meets the definition of a reportable malfunction. Therefore, this complaint will be assessed as not reportable. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.